Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced muscle stimulation and nerve stimulation. The ipg was reinserted in a different position in the pocket and remains in use. No further patient complications have been reported as a result of this event.